Event description:
It was reported by the rep that when the device, with reload cartridge, was used during an unknown procedure, it did not cut. The device was not saved, but the reload cartridges were. The case was completed with another device. There was no consequence to the pt.